Event description:
The previously reported stent thrombosis approximately 1 year post index procedure was located in the rca. The previously reported mi and revascularization with balloon which occurred on the same day were related to the target vessel.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent thrombosis/ myocardial infarction).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the distal rca and one endeavor sprint rx drug-eluting stent implanted to the mid lad. Approximately 1 year post index procedure, the patient suffered an mi. The angiography showed stent thrombosis and ballooning was performed successfully. The investigator indicated that the reported events were definitely related to the study device. The patient had discontinued clopidogrel and asa approximately 2 weeks prior to the reported events.